Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 58-year-old male patient presenting with cardiomyopathy. The patient had a history of renal insufficiency and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Upon arrival to the ICU, the rp flex console alarmed "controller error." The team elected to switch out the console, and the console was successfully replaced. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.